Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and sore, skin irritation on his left side by the therapy pad. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician. The physician advised the patient to remove and return the lifevest equipment. Follow up indicated that the skin irritation improved since taking the lifevest off and using (B)(6) ointment on the affected area.